Manufacturer narrative:
The device information is updated in this report. The device was rep in previous report but now the device is updated, and it is under recall. Device material number, catalog number, UDI number are updated. Additionally, code for "problem code grid" along with recall (z) number is updated in this report.

Manufacturer narrative:
The device was evaluated prior to the become awareness date or allegation of the patient, there was no fault found during the evaluation.

Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's event. The patient is alleging lung disease and brain cancer. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information was received on jan 03, 2023, and section b5 should be reported as: the manufacturer received information alleging an issue related to a dreamstation auto CPAP device's event. The patient is alleging lung disease and brain cancer. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. The device powered on, and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There were no errors found. The third-party service center concludes that they couldn't confirm the customer's allegation and there were no visible foam degradation and unit got corrected. Section h6 updated in this report.